Event description:
It was reported that during priming with an oxiris set, a fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the screwed connector of the return line was broken. Pressure testing was also performed, and it was noted that there was a leak at the connection of the return line/filter. The reported condition was verified. The cause of the reported condition could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage. Therefore, the most probable root cause identified is that a shock occurred during transport or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.